Event description:
Caller reported that a malfunction occurred with the pump. The customer reset the pump independently, so fault ID couldn't be confirmed. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.